Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During installation of the device, the air bubble detection system did not function. A replacement detector was provided. There was no adverse consequence to a pt as a result of this event.